Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed, but the exact cause could not be determined from the returned photograph. One photograph of a 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed no obvious use residues throughout the infusion set. The infusion set was observed to have its white luer cap attached to the luer of the device. The safety mechanism was observed to be broken with the orange wedge completely dislodged from the device and the clear covering of the safety mechanism to be detached from the yellow section of the safety mechanism. The distal needle tip was observed to be exposed. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, when the nurse prepares a puncture, she opens it and finds that the body of the port needle is damaged, the safety device is disintegrated and unused, and she reopens a new puncture. No other information was provided.

Event description:
It was reported by the customer, when the nurse prepares a puncture, she opens it and finds that the body of the port needle is damaged, the safety device is disintegrated and unused, and she reopens a new puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.